Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - able to establish contact with customer who indicated that symptoms improved and it is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for hi display accompanied by symptoms. States he is dizzy, but that he feels fine. Customer is at his doctor's office. The expected fasting blood glucose test result range is 200-300mg/dl. The customer did report diabetic symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 03/20/2021 and open vial date is 3/21/2019. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 15-may-2020: h10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: #(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - able to establish contact with customer who indicated that symptoms improved and it is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for hi display accompanied by symptoms. States he is dizzy, but that he feels fine. Customer is at his doctor's office. The expected fasting blood glucose test result range is 200-300mg/dl. The customer did report diabetic symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 03/20/2021 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1 : 416mg/dl, date: (B)(6) 2019, time: 10:49am, fasting. Result 2 : 519mg/dl, date: (B)(6) 2019, time: 7:22am, fasting. Result 3 : 579mg/dl, date: (B)(6) 2019, time: 4:11pm, n/fasting. Result 4 : 500mg/dl, date: (B)(6) 2019, time: 7:36am, fasting. Result 5 : 518mg/dl, date: (B)(6) 2019, time: 8:35am, fasting.